Manufacturer narrative:
(B)(4). The product sample was not returned to the quality assurance laboratory for analysis. Without the sample and without a valid lot/serial number, a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned, we will re-open this investigation. (B)(4).

Event description:
According to the reporter, a female patient, (B)(6) of age with a pre-op diagnosis of diverticulitis underwent a sigmoid colectomy on (B)(6) 2015. It was unknown whether sizers were used. The surgeon fired the eea28, and noted there was a missing donut/incomplete anastomotic ring. He performed a temporary ileostomy, and the procedure was delayed by more than 30 minutes. The surgeon over sewed the area. There was no tissue loss, tissue damage or blood loss greater than 500cc. No reinforcement material was used. The patient is stable and doing well.